Manufacturer narrative:
Exemption e2015054. (B)(4). Two complaints were received. Of these, one was not returned for evaluation. One was determined to be the result of manufacturing error.

Manufacturer narrative:
(B)(4). Exemption e2015054. (B)(4) complaints were received during this report period. Of these, (B)(4) were not returned for evaluation. One has investigations which are currently pending. All (B)(4) reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes (B)(4) malfunction events which are associated with an insertion issue during device usage. These reports were received from various sources. Patient information was not confirmed for the events.